Event description:
Related manufacturer reference number: 2017865-2021-30248. Related manufacturer reference number: 2017865-2021-30249. It was reported that the patient was deceased shortly after implant of the pacemaker system. There is no known allegation from a healthcare professional that suggest that the death was device related. The cause of death was unknown.